Manufacturer narrative:
The product was visually evaluated. The lactosorb rapid flap returned is potentially biohazardous as there is blood on the post and therefore cannot be removed from the bag. Visual evaluation was done through the bag. Visual evaluation confirmed the complaint and the post is fractured. The most likely cause of the posts fracturing is due to excessive for being exerted onto the post. There are no indications of a manufacturing defect.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. The clamp remains implanted in the patient, however, the broken post was returned to the manufacturer for evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event; a follow-up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during a cranial encephalo-duro-arterio-synangiosis (edas) procedure, the post of lactosorb rapid flap clamp was broken right above the outer plate. The clamp remains implanted as the break was above the implanted portion of the clamp; the procedure was completed without delay.